Event description:
It was reported to boston scientific corp in 2008, that a procedure using a flexima biliary stent system occurred on the same day. According to the complainant, after reaching the targeted lesion, an attempt was made to release the flexima biliary stent. However, it was noted that the suture was tangled around the stent. The procedure was completed with a second flexima biliary stent. No pt complications were reported as a result of this event and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
The suspect device has been received but an eval has not been completed. The relationship between this device and the cause of the event is undetermined.